Event description:
In 2008, the sales representative reported that during a kit inspection found that the instrument was not working properly. Additional information received on the following month via telephone, the sales representative reported that the screw that holds the instrument together had come out and the instrument would not work properly. The malfunction has the potential to cause intervention.

Manufacturer narrative:
Event occurred during kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.